Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the evaluation found that the image was appearing noisy. Based on the results of the investigation, the reported black screen was attributed to a hole found in the objective lens adhesive. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
It was reported the bronchovideoscope was not displaying an image; the screen was black. The issue was found during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.